Manufacturer narrative:
T:slim x2 user guide states, "always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump date was inaccurate. During troubleshooting with tandem technical support (cts), it was noted that the pump date had been incorrectly set by the customer during initial pump set up. There was no impact to customer's blood glucose level. At the time of the report, customer's blood glucose level was 109 mg/dl. Cts guided the customer through adjusting the pump date to be accurate.